Event description:
It was reported by service report that the load cells were reading out of range. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell, bed exit.